Event description:
The pt's mother reported that the 'up' button is responding intermittently. She states the button must be pressed multiple times to get a response. No exposure to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intermittently unresponsive. The 'up' button on the keypad was found to have a misaligned contact button.